Manufacturer narrative:
(B)(4). Concomitant medical products: associated item number 13-104054, item name m/h radial solid/apx shl 54mm. Lot # 248340. Associated item number ep-105994, item name epoly 36mm rlc lnr mrom sz24, lot # 315080. Associated item number 11-363663, item name 36mm cocr mod hd +3mm, lot # 800060. Reported event was confirmed due to medical record review received from the customer. Device history record (DHR) review identified no related manufacturing deviations or anomalies. A definitive root cause cannot be determined with the information provided. Contributing factors to the femur fracture could be the minor fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was revised to address periprosthetic bone fracture. No further information has been made available.